Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient committed suicide by jumping at the end of 2017. The consumer suspected that the cause was related to stimulation as well as adverse reactions after implant surgery. It was noted that the patient had a less than 50% symptom reduction. It is unknown what the cause of the event was or what troubleshooting was performed. Additional information received confirmed that the patient died at home with no specific time of death given. It is unknown what other related symptoms the patient experienced. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined c28554 applies to this event. If information is provided in the future, a supplemental report will be issued.